Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer used food to treat. The customer experienced symptoms such as feeling unwell. The customer was wearing the insulin pump during the incident. The caller noticed 2 or 3 boluses that had been delivered but were not programmed. Troubleshooting was completed and no issues were found. The reservoir will be returned for analysis.